Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and found to have a damaged conductor wire insulation at the yaw pulley. Failure analysis found the primary failure of the damaged conductor wire to be related to the customer reported complaint. The conductor wire's insulation was broken at the grip-crimp location, and the internal wires were exposed. There was no material missing from the instrument. An electrical continuity test was performed and passed. No signs of thermal damage were observed.

Event description:
It was reported that after a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the customer observed that the insulated wire on the maryland bipolar forceps instrument was damaged. There was no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. The instrument conductor wire insulation was damaged. However, no arcing was observed during the procedure. There were no missing parts/materials from the instrument. No fragments fell inside the patient during the procedure. The site completed the procedure robotically. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged insulated wire, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation.